Manufacturer narrative:
Device is used for treatment, not diagnosis. Device received for evaluation, date unknown. Reliability engineering evaluated the device and the reported problem could not be confirmed or duplicated. The unit was tested and passed all operational specifications and no problems were noted.

Manufacturer narrative:
The device is used for treatment, not diagnosis. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
This report is 1 of 1 for complaint (B)(4).

Event description:
A report was received regarding a small battery drive. It was reported that the device was used during an unspecified orthopedic procedure during which the device was working initially, but then ceased working during the case. Reportedly, the surgeon used another device to complete the procedure without any further problem and no adverse effect to the patient was reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.